Event description:
It was reported that the pt refused to wear the implant system in 2003. During an examination at the clinic 3 days later, it was found that telemetry results showed 'poor coupling to the implant',